Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however, based upon the information from sorc, there was the possibility that this phenomenon was attributed to the damage of the ccd unit caused by the ingress of the water into the camera head due to the external force being applied by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the endoscopic image was not displayed. Sorc checked the subject device and found that the reported phenomenon was duplicated due to the water ingress into the ccd unit in the camera head, also the camera cable had leakage due to the damage. There was no report of patient injury associated with the event.